Manufacturer narrative:
Control: 25miu/ml hcg urine control lot: hcg110105-01, 100miu/ml hcg urine control lot: hcg100513-01, 212.2iu/ml hcg urine control lot: hcg110124-02. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=6). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time (n=6). The 212.2 iu/ml hcg urine control yielded clearly positively results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported a false negative urine hcg result on the icon hcg test vs. Serum and otc tests which both gave positive results. Per report from beckman: "false negative (-) urine vs. Positive (+) quantitative result. Patient used four otc pregnancy tests and got positive (+) results on all four otc test devices. The icon 25 hcg gave a negative result on urine while quantitative gave a positive (+) result at 40 miu/ml. Test was repeated on same urine sample on a second icon 25 hcg test device and got a negative (-) result again. Even a trace of "t" line was not observed. Patient went back to do four more otc tests and got positive (+) results on the four additional tests.